Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the bending rubber broken, the remote control buttons perforated, the bending rubber stretched, the segment crushed, the light guide cable scratched, the remote control buttons rupture, the light guide cable steel braid piercing , the bending rubber attached impurities, and the objective cover lens attached impurities ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).